Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0767 showed two other similar product complaints from this lot number.

Event description:
It was reported by the facility that the patient had a 6 fr dual lumen powerline placed subclavian on (B)(6) 2017. Nurse stated one of the lumens tunneled and was noted to be leaking. The line was removed and a new dual lumen PICC line was placed. No other information was provided. No patient injury was reported.